Event description:
It was reported that following an ins (implantable neurostimulator) replacement, the patient continued to experience lack of stimulation effect. The patient underwent replacement of the lead and extension 7 days after the ins replacement. Following the second surgery the patient was receiving effective and appropriate stimulation.